Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp exhibits signs of repeated use (nicked or gouged). The dovetail feature is flared & is fractured on the lateral side. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. The fracture occurred during the sterilization process. No adverse events have been reported as a result of the malfunction.